Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure coil had migrated") in a (B)(6) female patient who had essure inserted (lot no. 794894) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of peritoneal adhesions, chronic pain, appendectomy and allergic rhinitis. Previously administered products included: paragard. Concurrent conditions were listed as hypothyroidism since 2011 and overweight. Concomitant products included depo provera (medroxyprogesterone acetate) for contraception from february 2011 to may 2012, cetirizine since 2011, levothroid (levothyroxine sodium) for hypothyroidism since 2011 and fluticasone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain ("severe and unbearable pain/ pelvic pain"), headache ("headaches"), back pain ("extreme lower back pain"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue,"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation had resolved and the back pain had not resolved. The outcomes for pelvic pain, headache, migraine, abdominal distension, nausea, fatigue, weight increased, alopecia and vulvovaginal pain were unknown. The reporter considered abdominal distension, alopecia, back pain, device dislocation, fatigue, headache, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure administration. The reporter commented: essure placement successful done bilaterally with 8 coils on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.836 kg/sqm. [Hysterosalpingogram] (dates unknown): results: left essure implant missing (had migrated) and results: follow-up hsg test confirming the same result [pregnancy test] on (B)(6) 2011: results: negative. Date: (B)(6) 2012; type of test: hysterosalpingogram (hsg); result- unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:"migraines, pelvic pain, low back pain". Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: on (B)(6) 2022: medical record received: removal surgery and details were added. Medical history, patient aka name, reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil had migrated') in a 38-year-old female patient who had essure (batch no. 794894) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, appendectomy, chronic pain and peritoneal adhesions. Previously administered products included for an unreported indication: paragard from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included hypothyroidism since 2011 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for contraception, levothyroxine sodium (levothroid) since 2011 for hypothyroidism as well as cetirizine since 2011 and fluticasone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe and unbearable pain/ pelvic pain"), headache ("headaches"), back pain ("extreme lower back pain"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue,"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation had resolved, the pelvic pain, headache, migraine, abdominal distension, nausea, fatigue, weight increased, alopecia and vulvovaginal pain outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, alopecia, back pain, device dislocation, fatigue, headache, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure placement successful done bilaterally with 8 coils on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: left essure implant missing (had migrated); on an unknown date: results: follow-up hsg test confirming the same result. Pregnancy test - on (B)(6) 2011: results: negative. Date:(B)(6) 2012; type of test: hysterosalpingogram (hsg); result- unilateral occlusion (right tube occluded) concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:"migraines, pelvic pain, low back pain". Lot number: 794894 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-jul-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.